Manufacturer narrative:
By checking the DHR of the lot #1802874, no pre-existing anomalies were detected on the pieces manufactured with this lot #. This is the first and only complaint received on this lot #. We will submit a final MDR once the investigation will be completed.

Event description:
During knee surgery performed on (B)(6). 2021, the physica - patellar pegs drill (product code 9065.95.120, lot# 1802874) broke. According to the information reported by the complaint source, no excessive force was applied as the surgeon was drilling the patella. Event happened in (B)(6).